Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on her back under the therapy electrodes. The patient's physician prescribed an ointment for the irritation. The patient reported that the irritation improved.